Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing pain at his scs ipg pocket site after scs ipg migration. It was also reported the device had varying battery level indicators (went from full to half-full back to full) and would turn off on its own. As a result, the scs ipg was explanted and replaced with a different model. Additionally, the pocket site was revised to address the pain issue. It was noted that the scs ipg was non-functional at the time of the procedure. Effective stimulation was restored following the surgical intervention.